Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding delaying the start of a procedure. Customer did not disclose the nature of the procedure. The length of the delay was between 30 to 45 minutes. A different device was brought into the operating room to carry out the procedure. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding delaying the start of a procedure. Customer did not disclose the nature of the procedure. The length of the delay was between 30 to 45 minutes. A different device was brought into the operating room to carry out the procedure. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and determined that there was an application hang event caused by an operating system service. The technical support specialist applied knowledge article ka000011541 "application med won't auto launch" and 000007139 "med es application error dispensing.ui.win has stopped working" to resolve. The technical support specialist confirmed that the customer was able to login to the anesthesia station.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding and displayed a "missing debug" error message during the procedure, which caused 30-45 minutes of delay. Customer did not disclose the nature of the procedure. A different device was brought into the operating room to carry out the procedure after an unsuccessful attempt to fix. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-jul-2021 to 21- jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device unexpectedly stopped responding and displayed a "missing debug" error message. The technical support specialist found that there was an application hang event caused by an operating system service. Applied the knowledge article "application med won't auto launch" and "med es application error dispensing.ui.win has stopped working" to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.